Manufacturer narrative:
Two leads, a setrox s and a linox s, were submitted for analysis. In the shipped state,the setrox lead was cut into two parts 44.5 cm distal of the ic-1 connector pin. The analysis showed multiple signs of abrasion at both leads. In particular, the setrox showed damage to the insulation due to fraying 10.5 cm distal of the is-1connector pin. The linox showed insulation damage due to fraying in the area of the valve plane. In this area, the rope conductor to the rv shock electrode protruded and showed damage to the coating. Both damage manifestations can be considered as cause for the interference signals in the ra and ff channel mentioned in the complaint. The manifestations indicate significant mechanical stress on the leads during the operating time. The position and kind of the fraying of the setrox are characteristic for strong pressure of the lead onto the ICD housing with simultaneous friction. The damage manifestation of the linox leads to the assumption of excessive mechanical stress in the area of the valve plane. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The further visual inspection showed clear ligature marks with strong deformation of the lead bodies in this area for both leads. This damage manifestation is due to ligature threads bound too tightly. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - it was reported that about 75 months after the implant, atrial episodes were recorded in the ICD memory, as well as oversensing. The measurement values of the lead were ok. The lead was not returned. No worsening of the patient&#62688;state of health was reported. All available information suggests this lead remains implanted.